Manufacturer narrative:
Additional information was received that no further information could be obtained. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away. It is unknown if the event was due to the procedure or device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2408-56 serial (B)(4) description: avista MRI perc lead kit, 56 cm model # sc-4319 lot # 20629356 description: clik x MRI anchor.

Event description:
A report was received that the patient passed away. It is unknown if the event was due to the procedure or device.

Manufacturer narrative:
Additional information was received from the physician suspecting that cause of death was due to an overdose of medication resulting in a cardiac issue. It was not device related nor procedure related.

Event description:
A report was received that the patient passed away. It is unknown if the event was due to the procedure or device.